Event description:
The customer reported via the sales representative that in 2008, a t2 tibial nail was implanted. It is further reported that the expiration date of this device 2008/03.

Manufacturer narrative:
Evaluation summary: the development department classified the risk for injection as minimal as the guaranteed period of 59 months has a safety period. Further we can reference test results carried out by another country's MFR, where it was proved in several longitudinal studies that the implants were still sterile after 59 months and after 71 months.